Event description:
The lay user/patient contacted lifescan (lfs) in september 3, 2006 alleging that she had dropped the meter 3 months ago and since then the meter stopped working. She claims that there is an issue with the casing of the meter. A medical affairs specialist (mas) mailed a letter to the patient since the user could not be reached for further clinical information. On the event date (at an unspecified time), the patient felt sweaty and shaky after she had taken her 25 units of insulin. The patient went to the emergency room and her blood glucose was 42 mg/dl on the ER's meter. The patient was treated with food and/or beverage. Customer care advocate (cca) was unable to resolve the issue. A field exchange was done for the patient. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, how often she is suppose to test her blood glucose, whether she had another of testing for the past 3 months, if she attempted to test her blood glucose on the event day, how long she was in the ER and clarification on exactly what was wrong with the meter. The complaint is being reported since the patient was unable to test on her meter and during this time the patient had a hypoglycemic event after taking insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.